Event description:
It was reported that following an elective transcatheter aortic valve replacement procedure, the patient had ventricular fibrillation and ventricular tachycardia and was placed on extracorporeal membrane oxygenation. After the patient was initiated on the motor, there was an m4 motor alarm. The motor operated as intended, except when the motor cable was manipulated. When the motor cable was manipulated, the blood pump sounded ¿off balance¿ and made a noise, and then the patient flows would decrease a little. As long as the motor cable was not manipulated, the motor worked. The motor was changed out very soon after this issue was noticed; the patient did not spend a lot of time using the affected motor. The patient passed away a few hours after the motor issue was noted. The death was not considered to be related to centrimag motor failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: catalog number: correction. Manufacturer's investigation conclusion: the reported event of an m4: motor alarm was confirmed; however, the centrimag console was determined to have been unrelated to the cause of the event. The centrimag console (serial number unknown) was not returned for analysis. The root cause of the reported event was isolated to an issue with the returned centrimag motor (evaluated separately) and was not correlated to an issue with the console. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.